Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported that the metriq pump displayed the error message "check pump", while the maestro system displayed the error messages "bubble detected", "check standby flow", and "system fault". Consequently, the procedure was not completed due to this event. A maestro 4000 controller and a metriq pump were selected for use. During preparation, after the patient was sedated, the metriq pump displayed the error message "check pump". At the same time, the maestro displayed the error messages "bubble detected", "check standby flow", and "system fault". Consequently, the procedure was not completed due to this event. There were no patient complications reported as a result of this event. Both devices are expected to be returned for analysis. This is being reported for cancellation of the procedure post-sedation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.